Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. The patient age was reported as (B)(6) years. According to the complainant, during the procedure, the mesh pulled out of and detached completely from the mesh carrier when they were trying to deploy it into to the muscle. This occurred on the second side. The physician was holding onto the carrier while attempting to deploy the device. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".